Event description:
Complainant alleged that clinicians were attempting to externally pace a patient, displaying a bradycardia heart-rhythm of approximately 24 beats-per-minute but the device failed to capture the patient's heart-rhythm. Clinicians attached the device to the patient using multi-function electrodes arranged in an anterior posterior configuration and monitoring electrodes and attempted to pace the patient. The clinician was unable to obtain electrical capture and that the patient was displaying an intrinsic rhythm. The pacing pulse rate was set to 100 pulses-per-minute and the output current was gradually increased and ultimately set to the maximum 140 milli-amp setting. No anesthesia or cardiac medications had been administered prior to event but epinephrine and atropine were eventually administered to the patient. Pacing was discontinued approximately five minutes or less later and clinicians initiated compressions. The patient subsequently expired, but the complainant indicated that the patient outcome was not as a result of the reported malfunction.